Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the customer changed the infusion site prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.